Manufacturer narrative:
H3, h6: the cori console p/n rob10024 (B)(6) intended for use in treatment was returned. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was performed and the test passed. The reported problem was not confirmed. A case was run and there were no internal errors present during testing. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducting to determine if additional actions are required.

Event description:
It was reported that, when they were beginning to cut the femur during a cori tka procedure, the screen went black and then came back on with an "internal error". The procedure was completed using the cori robot with a delay of less than 30 minutes. There was no injury to the patient. No other complications were reported.

Manufacturer narrative:
The cori console p/n rob10024 (B)(6) intended for use in treatment was returned. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was performed and the test passed. The reported problem was not confirmed. A case was run and there were no internal errors present during testing. The log files (naviosystem and xsession) required to confirm the internal error were not provided. Based on the reported description, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error during the bone removal stage. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of the internal error is a known software bug that has been corrected and released in cori-v1.4.3 software. If the system logs associated with this event are returned at a future date, this evaluation will be reopened for investigation.